Manufacturer narrative:
Additional information: evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the bottom jaw overmold and seal plate were missing. The missing components were not returned. The reported condition of alarm activation and component disengaged were confirmed. The reported condition of device melted was not confirmed. There was no evidence of melting on the device. The investigation found the device bottom jaw overmold and seal plate were missing completely. The device produced an instant regrasp alarm when activation attempts were made. The damage to the device jaw and missing components indicate that the device was likely subjected to multiple uses or reprocessing. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) warning states, this product is designed as a single use device. It has only been evaluated in testing to simulate single-use conditions. Subjecting the product to reprocessing or multiple uses could potentially affect t he structure and components which could affect the function of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the second sealing cycle, the device wasn¿t functioning well that the generator gave "uncompleted cycle¿ tones". The surgeon thought the jaws are dirty, but it wasn¿t the case, the coated material started to melt and detached from the main metallic jaw but nothing fell into patient's cavity. A new device was used to complete the case. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the second sealing cycle, the device was not functioning well. The surgeon thought the jaws are dirty, but it was not the case, the coated material started to melt and detached from the main metallic jaw. No patient injury.